Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope. The finding suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001342 number, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath, for this reason, no CAPA activity is required now, in addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was leaking. The sheath was replaced, and the issue resolved. Case continued without further issues. The root cause of the issue was the sheath. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this event is being coded as ¿hemostatic valve separation¿ since it is most likely that the blood leakage occurred due to a malfunctioning or dislodged valve. Should more information become available, it will be reviewed and processed accordingly. Since there is no indication that the blood leakage was excessive nor that led to hemodynamics disruption or required intervention, this event will not be coded as patient event.